Event description:
The pt's device was palpable under the skin and neurologist was sure that the programming system was properly placed over the device when attempting to communicate. It was reported that the neurologist's programming system was successfully able to communicate with another device; thereby indicating a potential malfunction of the pt's vns therapy system. It was reported that the pt's generator was programmed to rather high settings and that the off time was set rather low, but neurologist does not record device settings or diagnostic test results in the pt's chart. Neurologist indicated that this was not the first time that he had experienced difficulty communicating with this pt's device. Investigation to date has been unable to rule out device malfunction as the cause for the device communication problems. Revision surgery is planned.